Event description:
A malfunction occurred, which resulted in the customer¿s blood glucose level rising to 800 mg/dl. Correction was done via a manual injection, and no assistance from a third party was required. Customer was advised to use manual injections as a backup therapy. The technical support team sent a replacement pump, provided instructions on storage and shipping the old pump, and confirmed that the new pump would have updated software. Customer acknowledged and understood all instructions.